Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving dilaudid (20 mg/ml at 1.2 mg/day) via an implantable infusion pump. The indication for use was non-malignant pain. It was reported that the patient had withdrawal symptoms and went to the emergency room on (B)(6) 2018; the patient was given oral medication. The pump event logs were checked at the healthcare provider (hcp) office today and a motor stall was confirmed via the event logs. The caller stated that there was no magnetic resonance performed and any environmental causes for the motor stall were ruled out. Per the caller they were considering replacement of the pump. No further complications have been reported as a result of this event.